Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported non-critical issue. Stryker replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and observed the reportable issue of the device delivering abnormal energy. However, further root cause could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device displayed an ¿abnormal energy¿ message and a monophasic waveform. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.